Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: clotting and occlusion of the ivc filter resulting: in extremely large blood clots in both legs. As a direct and proximate result of these malfunctions patient suffered life threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.

Manufacturer narrative:
Additional information was provided and is available in: section d11 (concomitant medical products): 0.35 straight glidewire. Section h6 (evaluation codes): 1984-occlusion. Complaint conclusion: as reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted at the l2-l3 due to recurrent (3x) deep vein thrombophlebitis. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: clotting and occlusion of the ivc filter resulting in extremely large blood clots in both legs. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and device was unable to be retrieved; however, a removal attempt has not been made. The patient also reports suffering from anxiety. The patient was hospitalized for one week due to his clogged ivc filter and was unable to walk for the following two months. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: clotting and occlusion of the ivc filter resulting: in extremely large blood clots in both legs. As a direct and proximate result of these malfunctions patient suffered life threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted at the l2-l3 due to recurrent (3x) deep vein thrombophlebitis. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and device was unable to be retrieved; however, a removal attempt has not been made. The patient also reports suffering from anxiety. The patient was hospitalized for one week due to his clogged ivc filter and was unable to walk for the following two months.

Manufacturer narrative:
As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: clotting and occlusion of the ivc filter resulting: in extremely large blood clots in both legs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section b4 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes) 2100 - thrombosis complaint conclusion: as reported, the patient had placement of trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted at the l2-l3 due to recurrent (3x) deep vein thrombophlebitis. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: clotting and occlusion of the ivc filter and large blood clots in both legs. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and device was unable to be retrieved; however, a removal attempt has not been made. Approximately three years and nine months post implantation the patient underwent an MRI that showed vena caval and pelvic vein thrombosis, and underwent treatment related to occlusion of the ivc filter and was unable to walk after this for two months. The patient also reports anxiety, severe pain, inability to walk, and cold sweats. Later that year the patient had a consultation for blood clots, clotting, and occlusion of the lower extremities. Approximately eight years post implantation, the patient had a consultation regarding removal of the ivc filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: clotting and occlusion of the ivc filter resulting: in extremely large blood clots in both legs. As a direct and proximate result of these malfunctions patient suffered life threatening injuries and damages. And required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted at the l2-l3 due to recurrent (3x) deep vein thrombophlebitis. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and device was unable to be retrieved; however, a removal attempt has not been made. The patient also reports suffering from anxiety. The patient was hospitalized for one week due to his clogged ivc filter and was unable to walk for the following two months. According to the information received in the discovery form, approximately three years and nine months post implantation the patient underwent an MRI that showed venal caval and pelvic vein thrombosis, and underwent care and treatment related to occlusion of the ivc filter. The patient also reports severe pain, inability to walk, and cold sweats. Later that year the patient had a consultation for blood clots, clotting, and occlusion of the lower extremities. Approximately eight years post implantation, the patient had a consultation regarding removal of the ivc filter.

Manufacturer narrative:
Correction to (product code).